Event description:
Patient was revised to address osteolysis and poly wear of the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed anticipated wear for a polyethylene knee device implanted for approximately twelve years. The reported osteolysis could not be confirmed. No evidence was found of device failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.